Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer complained many +/- reactions with cell #1 of biotestcell-p1, p2 on tango optimo instead of clear negative results. Exact dates when the +/- reaction occured are not available. The customer did return the supposedly defective product, but the samples that had caused false positive test results have not been returned to us for investigational testing. We received the complaint sample of biotestcell-p1,p2 after its expiration date. Therefore our quality control laboratory tested the retained sample with different samples and controls before its expiration date. Testing confirmed to a certain extend the customer's test results. In some cases the negatives were not clearly negative but showed a hazy surrounding. This hazy surrounding was evaluated as a +/- reaction. Because the complaint was confirmed an internal deviation was inititated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained many +/- reactions with cell #1 of biotestcell-p1, p2 on tango optimo instead of clear negative results. Exact dates when the +/- reaction occurred are not available. Customer is planning to return the supposedly defective product for investigational testing, but not the samples that had caused false positive test results. We are still waiting for the complaint sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.